Event description:
Complainant alleged that while attempting to pace the heart rhythm of pt the device was unable to increase the pacer current. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.